Event description:
It was reported that patient experienced hemoptysis. During an implant procedure of a cardiomems sensor, the physician was unable to advance the non-boston scientific (bsc) guidewire over the pulmonary arch. It was pulled back through the non-bsc cardiomems delivery catheter but was stuck in the system. The physician then proceeded to pull the guidewire and cardiomems delivery catheter out of the patient and as it was pulled past the inferior vena cava, the guidewire came free. The physician removed everything from the patient successfully. Then, a v-18 control wire was used to complete the implant procedure. However, after the procedure, the patient experienced hemoptysis and was thought that one of the guidewires used may have caused the hemoptysis. The patient was able to recover without medical intervention, discharged on the same day and confirmed to be stable.